Event description:
The customer found the scan and control room filled with smoke. The smoke alarms went off and the fire department were alerted and came onsite. No pt was involved.

Manufacturer narrative:
(B)(4): the incident was due to failure of the anode power module. The MDR is being submitted as it is unk that death or serious injury will result if malfunction were to recur. The investigation is ongoing. This report was submitted on (B)(4) 2010.